Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm and vessel morphology are unknown. It was reported that the pt had a persistent type ii endoleak and the stent graft was explanted in 2004. Medtronic received the explanted stent graft and its investigation is pending.